Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call damage to the sensor serter and the transmitter would not charge. The customer¿s blood glucose was 536 mg/dl at the time of incident and declined troubleshooting for high blood glucose. Customer stated that the sensor get stuck in the serter and would not release. The product is not expected to return for analysis.